Event description:
It was reported that the pt's vision had decreased about 3 lines since the implant surgery and the pt's current bcva is 20/50. The lens remains implanted and the pt is scheduled for check up in a month. Add'l info has been requested.

Manufacturer narrative:
The lens remains in the pt's eye; therefore, it is not available for eval. Investigation of this event is progress. A supplemental report will be submitted upon completion of the investigation.